Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: b6,b7,d4(expiry date: 11/2011),g3,h6(manufacturing date: 11/2008),h6(patient, device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before orthopedic procedure. Approximately nine months post filter deployment, the patient presented for filer retrieval and the right internal jugular vein was accessed and a snare was used in an attempt to grasp the filter hook. The filter was tilted with the hook embedded within the caval wall. Despite multiple attempts, the filter could not be captured. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten months later post filter deployment, the bard g2 express inferior vena cava filter was attempted for removal. The right internal jugular vein was accessed with an introducer needle followed by placement of 0.035 guidewire into the inferior vena cava without difficulty and the filter was identified. Then a 7-french sheath was placed over the wire and an inferior vena cavagram was performed which demonstrated no clot within the inferior vena cava. Then a 5-french sheath was placed through the 7-french sheath, snare was placed through this area and the filter was attempted to be grasped. The top of the filter had embedded in the sidewall of the vena cava ad therefore, it was very difficult. Despite multiple attempts, the hook could never be grasped because of the angle and the embedded nature of the filter. After a long attempt, the procedure was abandoned and was concluded with unsuccessful retrieval attempt of the filter. After eight years and seven months, a computed tomography of abdomen and pelvis was performed for abdominal pain status post inferior vena cava filter placement. The study showed that an infrarenal inferior vena cava filter was present at the l3-l4 level, and the filter was tilted with numerous struts extended beyond the walls of the inferior vena cava. After six months, a computed tomography of abdomen and pelvis was performed for pancreatic mass. The study showed that there was an umbrella filter in the inferior vena cava. After three months, a computed tomography of abdomen and pelvis was performed for pancreatic mass. The study showed that there was an inferior vena cava filter present. The computed tomographic images were reviewed and the study showed that there was caval perforation at 3 o'clock 5.70mm, 4 o'clock 15.20mm, 4:30 o'clock 5.90mm, 2 o'clock 6.80mm, 6 o'clock 13.20mm, 1 o'clock 3.90mm, 2 o'clock inferiorly 14.80mm and 12 o'clock 10.40mm. The study also showed that there was right sided tilt of 20.58-degrees. Also, there was a bent posterior strut identified. There was no migration identified. Therefore, the investigation is confirmed for the alleged material deformation, perforation of the inferior vena cava, filter migration, filter tilt and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 11/2011). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before orthopedic procedure. Approximately nine months post filter deployment, the patient presented for filer retrieval and the right internal jugular vein was accessed and a snare was used in an attempt to grasp the filter hook. The filter was tilted with the hook embedded within the caval wall. Despite multiple attempts, the filter could not be captured. The current status of the patient was unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of pulmonary embolus and deep vein thrombosis was scheduled for vena cava filter placement prior to knee surgery. The right common femoral vein was accessed and a venacavagram was performed which demonstrated the renal veins at the level of l1 in a normal sized cava. The filter was advanced up to the level of l2 and deployed in good position. The introducer was removed and pressure was held for five minutes. The patient tolerated the procedure well and was transferred in stable condition. Approximately nine months post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and a venacavagram was performed which demonstrated no clot within the ivc. A snare device was advanced and the filter was attempted to be grasped. The top of the filter was embedded in the side wall of the vena cava. Despite multiple attempts, the hook of the filter could not be grasped due to the angle of the filter and the embedded hook. The decision was made to conclude the procedure. The patient tolerated the procedure well and was transferred in stable condition. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately nine months post filter deployment, during a retrieval attempt, a snare device was advanced and the filter was attempted to be grasped. The top of the filter was embedded in the side wall of the vena cava. Despite multiple attempts, the hook of the filter could not be grasped due to the angle of the filter and the embedded hook. The decision was made to conclude the procedure. Based on the provided medical records, the investigation can be confirmed for a tilted filter and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter malposition - filter tilt note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient with history of pulmonary embolus and deep vein thrombosis was scheduled for vena cava filter placement prior to knee surgery. The right common femoral vein was accessed and the filter was deployed in good position within the infrarenal ivc. The patient was stable at the conclusion of the procedure. Approximately nine months post filter deployment, the patient presented for filer retrieval. The right internal jugular vein was accessed and a snare was used in an attempt to grasp the filter hook. The filter was tilted with the hook embedded within the caval wall. Despite multiple attempts, the filter could not be captured. The procedure was concluded and the patient was stable at the conclusion of the procedure. No additional information was provided in the medical records received.